Manufacturer narrative:
Initially the attorney reported that a single event of the implant of a composix e/x mesh occurred, however, medical records were received and a review of these records identified another event. The pt underwent recurrent incisional hernia repair with a composix kugel mesh, during this surgery it was noted that there was a "large bulge that was soft and reducible; it was decided not to fix this because there was no incarceration. Almost two weeks later the composix kugel was removed and a large composix e/x was implanted to "cover all of the defects." There was no sign of infection. It was noted during this procedure that "there was what appeared to be a chronic abscess with no evidence of perforation, but there was an area of what appeared to be a small phlegmon around the area of stricture with inflammatory reaction..." Almost three years later the pt underwent excision of the composix e/x due to suspected infection. There are no culture reports in the medical records. Currently it is unk whether the device may have caused or contributed to the alleged event. It is unclear if the pt's preexisting medical conditions may have contributed to the alleged event. The pt reportedly developed adhesions and recurrence which are listed as possible adverse reactions in the product's instructions for use. Additionally, no sample has been returned for evaluation. Based on info provided, no conclusions could be drawn. See MDR 1213643-2009-00193 for info related to the composix e/x mesh implanted on (B)(6) 2005.

Event description:
Based on a review of the medical records provided by the pt's attorney: (B)(6) 2005 - the pt underwent repair of an incarcerated incisional hernia with a composix kugel mesh. On (B)(6) 2005 - the pt underwent an exploratory laparotomy, lysis of adhesions, small bowel resection, excision of composix kugel and repair of multiple hernias with a composix e/x mesh. On (B)(6) 2008 - the pt underwent an exploratory laparotomy excision of composix e/x mesh and debridement of devitalized abdominal wall musculature.